Manufacturer narrative:
A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with diffuse lamellar keratitis (dlk) stage 1 in both eyes post treatment. Oral steroids (medrol dose pack) were prescribed and topical steroid drops were increased to resolve symptoms. It was stated that the patient had no loss of best corrected visual acuity (bcva). The surgery center noted there was no central involvement and the patient was sensitive to the light. Patient reported the symptoms are not interfering with daily activities. Bcva from (B)(6) 2018: right eye pre-op 20/20 -2.75 x -.25 x 115; left eye pre-op 20/20 -3.00 x -.50 x 88.